Event description:
It was reported that the pt experienced swelling and redness around the pump site following a pump and catheter implant. The symptoms worsened and a rash was also noted. This was originally diagnosed as shingles. Later, oral antibiotics were prescribed and the system was explanted due to infection. The pump was filled with a "saline solution" at the time of event. Two months after explant, the pt still had an infection at the pump pocket site, possibly due to remaining mesh. An add'l surgery was scheduled to revise the pocket. Add'l info has been requested from the health professional.